Event description:
A customer contacted baxter's technical service center and reported a check patient line alarm that occurred on the homechoice (hc) during the initial drain. The home patient (hp) stated there was air in the patient line. The technical service representative (tsr) had the hp end the therapy and start over with new supplies. There was no patient injury or medical intervention associated with this event. No further information is available.

Manufacturer narrative:
(B)(4). The sample is not available, therefore, baxter cannot determine the root cause. Since the lot number is unknown a batch review will not be performed.

Manufacturer narrative:
(B)(4). This report for air in tubing was not confirmed due to unavailable sample. The root cause was undetermined. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.